Event description:
It was reported that the patient underwent a revision procedure where the ipg and leads were removed due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16211316. Product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 15462124.

Event description:
It was reported that the patient underwent a revision procedure where the ipg and leads were removed due to an unknown reason. Additional information was received that the patients ipg was no longer working as intended. It was also noted that the patient needed a magnetic resonance imaging (MRI) compatible system. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.